Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor speaker hums) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was defective c620 and c621 components on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A (B)(4) distributor reported that a monitor reported failure speaker hums.